Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the therapy electrodes. The area was described as a heat rash that was previously bleeding. During a follow up, the patient reported that the irritation was still present. There is no indication that the patient received any medical intervention. The final medical outcome of the irritation is unknown.